Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed there was a nick in the tubing at wire marker wm 6 on the blood sampling valve (bsv), causing the leak. The fse replace the tubing, resolving the leak and incomplete diffs. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 1 ml of an uncontained diluent mixture leaked from a coulter lh 500 hematology analyzer onto the counter. The customer noticed the leak while troubleshooting incomplete diff results on patient samples. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.